Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease. It was noted the patient's disease state was severe. It was reported the patient suffered "wearing off" including aggravated symptoms, decrease in effect, increased stimulation off time, and slight effects after ins replacement in (B)(6) 2017. The "wearing off" was noted a few times a day, and was noted 60% of a day after the patient's status worsened. Actions taken included about month long hospital admittance, stimulation increase from 3.0 to 3.5 v, and drug adjustment without resolution. A second drug adjustment reportedly resulted in significantly improved symptoms. Diagnostics included examinations and monitoring. Troubleshooting included impedance checks on right and left circuits, but found no out of range impedances. Device settings were 3.5 v, 60 microsecond pw, 130 hz on bipolar configuration: 2+ and 3-. Usage was 100% on group a. Therapeutic impedance was 700 ohms. No issues with the ins were noted by physician and rep, but cause was still unknown and being investigated, including possible product defect issue, although the physician did not expect any issue from replacement procedure. No surgical intervention took place or was planned. No further complications were reported. Refer to manufacturer report #3007566237-2018-00343 for details pertaining to the reportable related event.